Event description:
The manufacturer received information alleging a ventilator's remote alarm connector did not respond. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue. "Service required" codes were observed in the ventilator's downloaded error log. The device's system board was replaced to address the issues.